Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 had clicking issue. A field service engineer (fse) identified a failure in the tower door latch. The fse troubleshot the device and replaced all latches along with the harness. The tower door was tested using hardware test application and verified operational with the user. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 1 door 2 had continued to click repeatedly and required multiple recoveries to regain functionality. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.